Manufacturer narrative:
(B)(4). Per field service representative (fsr), during troubleshooting there was an e08 error message displayed on channel b. The unit would alarm and shut off after 15 seconds. Fsr replaced the heater. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler would not warm on channel b. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found out that one of the heater elements of the dual heater was opened. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.